Manufacturer narrative:
As received, a complete lead was returned in two pieces. The connector portion (a) measured 23.1 cm while the distal portion (b) measured 34.4 / 35.7 cm (outer insulation / outer coil) with an extraction tool found inserted inside the lead. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found at 19.0 ¿ 19.4 cm from the connector pin consistent with friction to device can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16047. It was reported noise was noted on the right atrial (ra) lead and right ventricular (rv) lead. Both leads were extracted and replaced. The patient was stable.